Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose (bg) level was 186 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Issue identified: 120.